Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported by the patient's spouse that the patient had an allergic reaction and was transported to the hospital. While at the hospital the patient received "17 shocks", and the spouse reports that the patient later died due to "faulty shocks". The patient's spouse also reported that they were told by a physician the device "killed the patient". The patient's cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.